Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose level was 156 mg/dl at the time of the incident. The button was not responding or showing anything on the screen. Advised to revert to a back-up plan per hcp's instruction. The insulin pump will not be returned for analysis.